Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device keypad buttons were not working and couldn't switch modes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported event. It was determined that the cause of the issue was a failed/faulty keypad assembly. The keypad assembly was replaced to resolve this issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device keypad buttons were not working and couldn't switch modes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.